Event description:
It was reported that during a supply change the user was unable to attach the connector to the cartridge, and the issue was resolved when the user tried and successfully used a different connector; blood glucose at the time was 119 mg/dl. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fitting problem associated with the connector/coupler and indicated a mechanical problem. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.